Event description:
Same case as MDR ID#2134265-2012-00711. It was reported that during a drug eluting stenting treatment procedure allergic reaction occurred and following the procedure death occurred. The target lesion was in the left anterior descending (lad) artery. An apex monorail 20mm x 2.50mm balloon catheter was inflated once to unknown atms. Following the inflation, the patient began to have difficulty breathing and a rash was noted on the patient's arm. Code was initiated with CPR performed. The patient was stabilized and a 2.5x24mm promus element plus drug eluting stent was implanted in the lad. 4 additional balloon inflations were performed with a non-bsc balloon catheter in a different vessel. The procedure was completed. When getting ready to move the patient off the table the patient "crashed" again. The lad was noted to be closed off and was unable to be aspirated successfully. The patient was sent to bypass surgery. The patient remained hospitalized in the ICU and died 12 days later. The cause of the rash and the cause of death is unknown.

Manufacturer narrative:
Device evaluated by MFR: as the device has not been returned, a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).